Manufacturer narrative:
Pre-op CT, procedural cine and procedural echo images were provided to edwards for imaging review. Per the CT, the annulus should be measured in systolic phase. In this case, aortic annulus measured 549 mm2 (in diastolic phase), which is borderline for a 26/29 valve. The procedural echo showed the native aortic valve was tri-leaflet. The valve appears 60:40(a/v). In long axis, regurgitation was seen. The reviewer was unable to confirm central regurgitation versus pvl. The short axis shows some possible coaptation issues, however, unable to distinguish if the issue was associated with pvl. In addition, there were no images provided of troubleshooting, which would have confirmed the report of a nonfunctioning leaflet. Post second valve deployment (viv), coaptation and aortic regurgitation resolved, no pvl was detected. The procedural cine, showed ta approach with certitude delivery system. It showed a calcified native annulus, coronary arteries and porcelain aorta. Poor contrast injection to confirm annulus. Tee probe was seen. No contrast injection was seen with valve deployment. The valve appeared to be fully expanded at approximately 70:30 aortic/ventricular. Regurgitation was seen with the wire still across the valve, unable to determine if pvl, central or both. The second 26mm sapien 3 (s3) valve was deployed slightly lower within the first 26mm s3. The wire was removed from the valve and the regurgitation was resolved. Impression/recommendations: CT images poor and images in diastolic phase and are not helpful for proper sizing. Would recommend a bav with a 25mm balloon with contrast to confirm valve sizing. 1st valve deployed a little lower than IFU. Regurgitation seen on cine; unable to determine if pvl, central aior both. No images of trouble shooting provided. Post dilation of 1st valve should have been attempted to solve ar or pvl. Poor quality echo images. Long axis image shows regurgitation; unable to confirm cecentral versus pvl however, if central due to ¿leaflet mobility¿ larger jet of regurgitation would be seen. Short axis views are taken too high and show the top of the leaflets rather than lower with entire annulus. Due to the projection, some possible coaptation issues seen, however, unable to distinguish if also associated with pvl. As the affected device was not returned, the investigation was limited to the review if photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigation, root cause analysis, and fmea assessment. Review of imagery was reported above, and it should be noted that there was no images of troubleshooting provided to confirm the report of a nonfunctioning leaflet. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaints. None of the above work orders revealed any manufacturing non-conformance that could have contributed to the reported events. It should be noted that evaluation code ¿leaflet ¿ motion restricted-in patient¿ is similar to ¿leaflet ¿ inadequate coaptation-in patient¿, therefore, the review was performed on both codes. A lot history review did not reveal any other complaints related to ¿leaflet ¿ motion restricted-in patient¿ or ¿leaflet ¿ inadequate coaptation-in patient¿ or ¿valve ¿regurgitation¿ for the related work order. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers from the related work orders and verifying that there have been no other complaints associated with each serial number. A review of complaint history for sapien 3 valve (all sizes) from july 2017 to june 2018 revealed other complaints with returned valves for ¿leaflet ¿ motion restricted-in patient¿, ¿leaflet ¿ inadequate coaptation-in patient¿, and ¿valve ¿ regurgitation¿. A review of complaint history revealed that the occurrence rates did not exceed the june 2018 control limits for applicable trend categories ¿leaflet motion restricted (in patient)¿ and ¿regurgitation¿. Due to the observed complaint, IFU and device prepping manual, patient screening manual and training manual for sapien 3 with certitude delivery system were reviewed. No IFU/training deficiencies were identified. The following manufacturing mitigation are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. Frame components are 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions. The frame components are 100% dimensionally inspected 100% visually inspected by manufacturing for scratches, grooves, and deformation using 10x magnification after cleaning and drying cycle. Leaflet subassemblies undergo the following inspections. Leaflet thickness is measured per process sheet/ work order requirements. Leaflets are 100% tested and grouped by deflection category for subsequence process. Die cut leaflets are dimensionally inspected on sampling basis (ltpd 10%) with go/no go gage. Die cut leaflets are visually inspected on sampling basis to verify tissue slit exist under 8x magnification. Die cut leaflets are 100% visually inspected for mechanical defects (e.g. Delamination, separation, damaged tissue surface, thin spot, and wrinkle). During the production flow testing, the coaptation test was performed using appropriate fixtures and instructions. The adequacy of thv valve coaptation and valve appearance are 100% inspected before and after valve holder attachment. Prior to final packaging, 100% visual inspection is performed at preliminary packaging to ensure no damage to the valve from handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. The complaints of ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation¿ were confirmed based on the review of returned imagery, but no manufacturing nonconformance were identified. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to confirm valve size and determine whether valve performance will be impaired. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: incorrect valve sizing, leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guidewire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. As previously noted, regurgitation is seen on cine with wire still across, but it was unable to be determined if the leak was due to pvl, central ai, or both. Therefore, the leaflet could have been impinged by the guidewire, in which case the motion of the leaflets could have been temporarily frozen, leading to momentary abnormal coaptation and ar as reported in the complaint. Furthermore, during echo imagery review, it was noted that the first valve appears to be deployed a little low. As such, the native leaflet could have been overhung due to low positioning of the valve, restricting the leaflets from proper coaptation and resulting in the same failure mode. Long axis image (echo) also shows regurgitation, but again it was unable to be determined if the leak originated from pvl or central ai. However, if it was a central leakage due to ¿immobile leaflet¿, it is likely that a larger jet of regurgitation would have been seen. The short axis views were taken too high and show the top of the leaflets rather than lower with the entire annulus. Due to the projection, some possible coaptation issues were seen. However, it could not be distinguished if the observation was also associated with pvl. Per 3mensio report, the annulus measurement suggests that a 29mm s3 would have been a more appropriate size than a 26mm. Therefore, the observed pvl is likely due to incorrect valve sizing. A definite root cause was unable to be determined at this time; however, based on given information, procedural factors (incorrect valve sizing, valve deployment too low, and/or impingement of a leaflet by the guidewire) may have contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the applicable complaint trending control limits, a product risk assessment (pra) escalation is not required. The complaints of ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation¿ were confirmed, but no manufacturing non-conformances were identified during engineering evaluation. Although a definite root cause was unable to be determined at this time; based on given information, procedural factors (incorrect valve sizing, valve deployment too low, and/or impingement of a leaflet due to the guidewire) may have contributed to the reported events. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the june 2018 control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
During the procedure, there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no indication a product deficiency contributed to this adverse event.  Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the motion restriction in patient is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), the 26mm sapien 3 valve was placed by tf approach in aortic position. The valve was placed 80:20 aortic/ventricular. Post implant, the valve did not function correctly. Some issues with leaflet mobility ¿might be the reason¿. Therefore a second 26mm sapien 3 valve was implanted (viv) and the patient was doing well post procedure. The valve was placed 80:20 aortic/ventricular.